Event description:
A hospital in (B)(6) reported that an iw980 wall mount infant warmer was displaying an e17 error code and requested a service be performed on the unit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the infant warmer was received for repair at our regional facility in (B)(4), where it was inspected by a trained fisher & paykel healthcare (fph) technician. The faulty heating element and upper head harness of the complaint (B)(4) wall mount infant warmer were sent to fph (B)(4) for further investigation. The resistance of the heating element was measured using a digital multimeter. All received parts were visually inspected for damage. Additionally, a photograph of the heater head was received. Results: resistance testing revealed that the heating element reading was infinite (open circuit). Visual inspection revealed that the housing connector of the upper head harness was slightly discoloured. The photograph of the heater head showed some chipping on the front right corner of the heater head housing. Conclusion: degradation of the heater element leading to open circuit is usually the result of normal aging failure. We note that the subject warmer is seven years old. The upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. The discoloured housing connector is most likely due to arcing occurring between two electrical contacts, resulting in contact failure. The arcing is most likely due to a poor connection. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Should the connectors completely fail during the operation, an audible and visual alarm (e17, as reported by the customer) will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. The chipping on the complaint warmer head could be the result of impact damage or the use of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. The infant warmer operating manual includes the following caution: do not use alcohol, solvents, or abrasive cleaning solutions for cleaning surfaces of the warmer. The use of alcohol and other solvents for cleaning acrylic surfaces can cause crazing and cracking. The operating manual also provides a list of recommended proprietary cleaning wipes. The infant warmer was repaired at our us facility and was returned to the customer after passing the required electrical safety and performance tests.